Event description:
Info received indicates the hi/low function is drifting.

Manufacturer narrative:
The technician found the head hi/low cylinder was drifting. The technician replaced the cylinder to repair the bed.